Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. The lesion was calcified. Location of the lesion is unk. The lesion was predilated with a 3.5x15mm quantum balloon. When the 4.50x24mm liberte' monorail coronary stent was delivered, it could not cross the lesion. The physician pulled it back and noticed that the stent struts were lifted. The patient status is ok with no complications reported.